Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. The lot number is unknown for this complaint. Since lot number is unknown, our investigation is limited. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Visual, sensory testing and functional testing is conducted to assure the assembled needle meets manufacturer specification. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported a nurse incurred a needle stick. Follow up communication with the user facility reported the following: approximately 3 months ago, a nurse incurred a needle stick when handling an sg2 (102-n2558s) post treatment - activated on table top. The nurse was stuck when the needle she believed to be activated but was not, and the protruding needle stuck her. It was reported the nurse who incurred needle stick had diagnostic blood testing, per facility protocol - bbp exposure testing. It was reported the patient injection was delivered as intended. The nurse returned to work and is fine. The customer reported similar events for other devices. See MDR numbers 3003902955-2016-00012 and 3003902955-2016-00014 for details.